Event description:
Patient was under going a left total hip replacement procedure in the operating room. When the acetabulum trail cup was removed it was noticed that a 1/2 cm chip was missing. Surface was intact before use.